Event description:
During an internal testing conducted by applied cytometry systems, (acs), it was discovered and then confirmed by beckman coulter inc. (Bci) that under certain conditions erroneous, but credible results may be generated: when a gate's logic is changed, when plots that are gated on that gate do not update. The plot data remains per the previous gate logic although the plot bar is updated with the newly assigned gate logic. This may not be readily apparent to the operator. Patient results were not generated in this event since the event was discovered in-house and no patient samples were tested at the time. Based on available information, there was no effect to patient or user.

Manufacturer narrative:
The event was reproduced by beckman coulter inc, (bci), technical support group and it was determined that results are not updated in the following conditions: when automatic gate maintenance is selected in workspace preferences. When gate logic is changed that impacts the boolean gating ( i.e. 'A and c') of subsequent plots. This issue can occur on any unlocked protocol. This problem is confined to the cytometer version only, and does not occur in the analysis only software. Treatment was not initiated or withheld in this event. On recur, if pivotal assay will be tested, treatment could be affected. It was determined the issue to be a software defect where the software does not refresh after changes are made to the gate logic.